Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rep reports the patient started having difficulty charging their ins over the weekend, at which time they left a message for the rep (which he received last night). Rep states the patient is in a passive recharge and will get a message that states the li battery is empty and they need to recharge their controller, however the controller is fully charged. Ts advised rep to have the patient call ps for any troubleshooting. Pt called back confirming that they still see battery empty cannot continue recharge the controller message and issues charging the implant. Agent had pt reset controller and inspect for damage; pt reported no visible damage to controller battery compartment pins or battery pack. Pt plugged controller into ac power supply with no battery pack and confirmed controller powers on. Pt reinserted battery pack but controller did not have flashing or solid green light. Pt stated they will not have their recharger available until wednesday. (Agent observed pt may have some confusion with equipment and could not understand why pt did not have their recharger). Agent sent email to repair to replace the battery pack. Pt requested call back on wednesday for further troubleshooting. Additional information received from patient. Pt called back confirming that they still see battery empty cannot continue recharge the controller message and issues charging the implant. Agent had pt reset controller and inspect for damage; pt reported no visible damage to controller battery compartment pins or battery pack. Pt plugged controller into ac power supply with no battery pack and confirmed controller powers on. Pt reinserted battery pack but controller did not have flashing or solid green light. Pt stated they will not have their recharger available until wednesday. (Agent observed pt may have some confusion with equipment and could not understand why pt did not have their recharger). Agent sent email to repair to replace the battery pack. Pt requested call back on wednesday for further troubleshooting. Additional information received from patient. Patient rep (see secure note) called and reported that patient received replacement bp; however, they were seeing no device found when attempting to charge the ins. Caller pressed recharge and screen progressed to passive recharge with 100/100/100 and a green flashing light. Agent provided information and instructed caller to continue charging ins to full. Additional information received from patient. Pt called back in and reported that after receiving their replacement equipment their recharger began to overheat and get really hot. Agent sent an email to repair to replace the recharger additional information received from patient representative. Patient representative stated they received the rtm and getting system problem rm05 when the rtm is plug into the controller and trying to charge the ins. Agent assisted caller with resetting the controller and message is cleared. Patient started charging session and getting passive recharge screen. Controller show ins red and recharging excellent. Controller 90% charged and system problem rm05. Agent reviewed meaning and process for passive recharge process. Agent asked if patient had falls or trauma and caller said patient fell about a month ago but not on the ins area. Agent reopened case and add secure note. Agent resent email to the repair dept for controller replacement for saturday delivery. Additional information received from patient. Pt called back stating that they were sent a replacement battery pack in a dummy controller but no replacement controller. Tss reviewed information and sent an email to repair to request a controller. Additional information received from patient representative. Caller / patient daughter called stated they received the controller, and they are getting system problem rm05 once the rtm is plug into the controller. Agent assisted caller with resetting the controller multiple times and connect the rtm and each time the controller shows system problem rm05. Agent consulted with ts. Agent reopened the case and sent email to the repair dept for controller replacement next day delivery. Additional information received from patient. Pt rep (B)(6) called back stating they received the 2nd controller replacement and still sees rm05. Pt rep stated they have also received a new recharger and battery pack. Agent reviewed use of aa batteries. Agent walked caller through resetting the controller. Pt rep saw set up for screen and agent walked caller through set up for implant process but then rm05 message reappeared. Pt rep stated the pt has now been without therapy for over a week. Agent will consult with repair and call pt rep back tomorrow. Additional information received from patient representative . Agent made outbound call to pt rep. Agent asked - pt stated they didn't see any damage to equipment but thought the recharger looked refurbished and was in bubble wrap and the controller looked new and was in a box. Additional information received from patient representative . Agent made outbound call to pt rep. They stated that the replacement recharger worked and they were able to pair controller with implant and charge the implant. Agent reviewed pt will need to turn stim back on. No further action needed.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot#/serial# (B)(6), product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.